Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that since they were implanted with their ins, their ins depletes in less than 24 hours. Caller stated that they charged the ins last night at about 9pm or 10pm and the ins was depleted by this afternoon. Caller confirmed that they are charging their ins 100% when recharging it. Caller confirmed they are currently at 6.0 amps and they have not been reprogrammed nor have they increased stimulation. Technical services (tss) reviewed information and instructed caller to follow up with their healthcare provider if the issue persists. No symptoms were reported.